Event description:
It was reported that the battery gauge was fluctuating resulting in a pump shutdown. Customer's blood glucose level was above 500 mg/dl and a correction bolus was delivered to correct. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.